Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Foam particles were found inside the blower kit. Error code 62 (indicating an error with the pca), error code 63 (indicating an error with the pca), and error code 66 (indicating an issue with the pca) were found in the device log history. The device was scrapped.